Event description:
The customer's family member found customer unconscious. Family member used the device to check customer's glucose after trying to give customer orange juice. Family member obtained a result of 129 mg/dl. Family member called the emts and when they arrived they checked customer's glucose and the level was 16 mg/dl. Customer was treated with a dextrose IV and taken to the ER. Customer was given breakfast and released. Customer has been having difficulty with hypoglycemia in the morning and customer's doctor removed customer from glypizide. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.